Event description:
Patient contacted dexcom on (B)(6) 2012, to report that on (B)(6) 2012 he suffered a hypoglycemic episode. Patient believes that he fell asleep and didn't hear cgm's alerts. Patient fell into a coma and woke up on (B)(6) 2012 in the hospital. During a follow-up call on (B)(6) 2012, patient's father reported that patient was still in the hospital. Patient's father will be sending in cgm data for dexcom to review data around the time of the event.